Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001608297 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. A probable root cause for this reported failure mode could not be established since it was not provided enough information to fully investigate this incident. The complaint has been logged in the complaint management system and will be monitored through tracking, trending, and quality data analysis for potential future occurrences. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that on (B)(6) 2025, when the jamshidi was inserted, needle there was some leakage so not able to aspirate. No patient harm was reported. The clinician used another jamshedi needle to complete the procedure.

Manufacturer narrative:
H11: a lot number was provided; the device history records are currently under review. The investigation is currently underway. H3 (device eval by manufacturer) a device has not been returned. Upon completion of the investigation, a supplemental report will be filed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that on (B)(6) 2025, when the jamshidi was inserted, needle there was some leakage so not able to aspirate. No patient harm was reported. The clinician used another jamshedi needle to complete the procedure.